Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B)(4) the device was returned and analyzed. Primary results revealed battery - shorting, low resistance.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B)(4): the device was returned and analyzed. Primary results revealed battery - shorting, low resistance.

Event description:
It was reported that the patient was feeling pain and irritation due to warmth from the device. The device would not interrogate. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient was feeling pain and irritation due to warmth from the device and had swelling and redness of skin at pocket site. The device would not interrogate. The device was explanted and replaced. No further patient complications have been reported as a result of this event.